Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci si hysterectomy with bilateral salpingo-oophorectomy the fenestrated bipolar forceps instrument broke at the wrist. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.